Event description:
A discordant low immulite 2000 cea assay result was obtained on a pt sample. The customer repeated the cea test due to a prompted delta check. A repeat cea test was performed in duplicate and the result was higher and correlated with the pt's cancer condition. There was no report of pt treatment being altered or adverse health consequences due to discordant low cea assay result.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for functional sys eval. The fse performed a sys preventative maintenance and replaced the drd seals, sample probe and verified substrate and water volumes. The cause for the discordant low cea result is unk. The instrument is performing within spec. No further eval of the device is required.